Manufacturer narrative:
The device history record for the reported lot number, aa4314f08, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. The molded head, tube and balloon exhibited a slight yellow discoloration. The original packaging was not returned with the device. The balloon was filled with 5 cc's of water. Leakage was observed in the area of the proximal collar. When viewed under magnification, a small hole was observed on the collar. Using the molded head as a reference point, the defect was located closest to the length printed on top of the feed port of the device. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received on 07/06/2015 stated the reported incident occurred with one mic-key feeding tube.

Event description:
It was reported by the caregiver that on (B)(6) 2015, she checked the balloon on her daughter's enteral feeding tube and all the water was gone. The caregiver was able to reinflate the balloon to replace the tube without any problems. On (B)(6) 2015, the caregiver noticed the same enteral feeding device laying on the patient¿s belly while in a bouncy seat. The caregiver was unable to get the tube back into the stoma and is unsure how long the tube was out. The caregiver took the patient to the physician to replace the enteral feeding device. The enteral feeding device was initially placed on (B)(6) 2015. This particular tube has been in less than a month.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).